Event description:
It was later reported that the system controller was exchanged for a periodic replacement; it was not a replacement due to a defect. The low voltage alarm had been resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. The log files revealed on (B)(6) 2025, 16:06:33, the pump is connected to the system controller which is consistent with the reported controller exchange. The pump ramped up to speed by 16:06:37. Atypical low power hazard and power cable disconnect alarms are captured on (B)(6) 2025, 15:45:14 - 15:45:20. The alarms were not associated with a power source exchange or routine depletion. The alarms did not affect pump function. The system controller (B)(6) was not returned for testing. Provided information indicated that the alarms self-resolved. A root cause for the reported event could not be conclusively determined through this investigation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with power cable disconnect and low voltage conditions. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) instructs users on how to properly clean and maintain the integrity between the battery and clip combo. A poor connection may result in atypical low voltage / power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis revealed what looked like a system controller exchange back on (B)(6) 2025.